Manufacturer narrative:
The field service engineer found the ise rinse bath and rinse tubing was leaking and the sample probe was dirty. He replaced the bath and tubing and cleaned the probe. He ran an instrument check which passed. The investigation determined the service actions resolved the issue

Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 c501 module. Patient 1 initial creatinine result was 1.8 mg/dl with a data flag and the repeat result was 0.6 mg/dl. Patient 2 initial creatinine result was 2.1 mg/dl and the repeat result was 0.8 mg/dl. The initial glucose result was 138 mg/dl and the repeat result was 103 mg/dl. Patient 3 initial creatinine result was 1.6 mg/dl with a data flag and the repeat result was 0.9 mg/dl. The initial total bilirubin result was 1.03 mg/dl and the repeat result was 0.78 mg/dl. The questionable results were reported outside of the laboratory and were amended. The creatinine reagent lot number was 549430. The expiration date was provided as 07/23. The glucose reagent lot number was 534456. The expiration date was provided as 05/22. The total bilirubin reagent lot number was 520422. The expiration date was provided as 07/22.